Event description:
It was reported that the pt hit the left side of their head against a heating radiator. The pt is adamant that they can no longer hear on this side. The pt is bilaterally implanted. All external parts were exchanged without success. Telemetry measurements showed that the active electrode was damaged.